Event description:
The user facility's biomedical engineer reported the gray piece broke off of the automated impella controller (aic) when cassette was being removed. There was no patient involvement. The aic was sent back for evaluation and repair.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.